Event description:
We are experiencing multiple issues over the past 7 months with our new carescape b450 monitors and telemetry system: artificial background noise, misinterpretation of cardiac rhythms, latching alarm issues, and heart rhythms that fade out while the patient is in combo mode. In one instance a patient was in atrial flutter and due to the sensitively of the software it was mistaken as tachycardia; there was no patient harm however medication was unnecessarily administered. Several troubleshooting methods have been tried which include: staff reeducation, replacing the type of electrodes, utilization of different cables (including those recommended by ge), recalibrating antennas, servers, and subsystems. There were multiple contacts with the manufacturer which included a recent conference call and several onsite visits. Equipment: the carescape b450, software is v13, and the apexpro ch software v11.] Below are several examples of latching alarms and/or misinterpretation of cardiac rhythms: patient was admitted in combo mode, ttx 8611, in sinus tachycardia (st) when monitor began alarming ventricular tachycardia (vtach). Staff confirmed lead placement, applied new leads, relearned multiple times, and switched among lead views on the monitor. Monitor crisis alarmed for approx 9 hours. Alarming spontaneously resolved when patient was reconnected after testing. Same rhythm of st, however interpreting correctly. Patient on b450 monitor. Heart rate (hr) 54 clears sinus brady rhythm, no ectopy or artifact in lead ii. Monitor began interpreting hr as 156 and alarming tachy. (Alarm parameters of hr high/low 130/50). At the same time, minor artifact in leads I, v1, avr, avi, avf. Lead iii- moderate amount of artifact. Finding: lead iii artifact interpreted as additional qrs complexes and generating a false tachy alarm. Monitor reading peaked t waves as qrs complexes for a false tachy, elevated hr 190s interpretation. The monitor alarmed asystole due to artifact. It then changed the alarm to brady, prior to the leads failing around 14:58:53 (staff were in the room replacing leads). New leads applied and monitor reading a hr of 84 yet alarming brady. Staff attempted to relearn and changed from multilead to single lead. Lead views changed and it continued to alarm brady with a hr in 90s with good waveforms in lead ii and v1. No resolution was reached because patient was disconnected and taken to the ICU monitors began picking up extra pacemaker spikes then inappropriately alarmed: pause, brady, asystole. Rns changed out tele stickers at bedside and switch from lead iii to lead ii monitoring. Relearned. Crisis alarm continued. Changed from multi-lead to single lead choosing the best rhythm. Applied new ttx box 8602. Relearned. Changed: gains, pacer detection on and off, leads viewed, and back and forth from multi and single lead views. Connected patient to b450 monitor. Relearned. Crisis alarm stopped. Switched patient back to ttx box, relearned, and working properly. In patient room on ttx 8603, the monitor was interpreting st as vtach. Staff changed from multi-lead to single lead (lead ii) which had the clearest rhythm. Gain was decreased. No change. Changed to single lead I and it worked for 5 minutes. Began alarming vtach. Changed to single lead iii and temporarily worked. At 15:51 the rhythm stated to fade. Patient was switched to the b450 bedside monitor. Below are several issues related to heart rate rhythms fading out and/or dropping: approximately 9 days from the date of this report patients in two separate rooms, had the heart rhythms fade out while in combo mode. The patients were switched the b450 monitors. Biomed is ordering a new antenna for outside the room because they are out of warranty. Next day, the rhythm from another patient room started fading out in a room on the other side of the hallway... Is it really the antennas and/or should we evaluate all of them? There was another instance where the rhythm "faded out" but this time in a new room. At the time, the charge rn changed the parameters to see if it would alarm. It did not. Therefore, we learned if a rhythm is starting to fade out there is no alert to the staff, and if something were to happen, it will not alarm. Using the ge disposable lead wires as recommended. We experienced the rhythms fading again at with ttx8606 and ttx8608. Fading occurred on ttx box8611. The dropouts occurred with ttx8600, ttx 8614, and ttx8601 overnight. Ttx8600, on "2nimccts1". No leads off or lead fail alarms prior. The tele dropped for 6 seconds at 08:07, 6 seconds at 08:09, and 10 seconds at 08:10.